Event description:
It was reported that medfusion 4000 pump - battery failure and system audio alarm post error. No patient or clinician injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. A review of the event history log (ehl) identified battery not working and battery communication timeout alarms. During the functional testing the reported issue was able to be duplicated. The battery pack was faulty. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the battery pack. Calibration and functional tests performed.

Event description:
Additional information received via email: it was the backup audible alarm.